Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an open low anterior resection, the staples were malformed on the rectal side at the first stroke of first firing. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient since it was hartmann's operation. No device will be returning.